Event description:
Tightening bolt on repositioning forceps broke and fell off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tightening bolt on repositioning forceps broke and fell off.

Manufacturer narrative:
Evaluation summary: the reported event that the device is broken could be confirmed since the returned devices matches the reported failure. The returned device is broken. Therefore, a dimensional inspection was deemed to be unnecessary. There is about 5mm missing on the threaded part on which the nut could be adjusted. However, the device is still functional. A shinny area can be seen on the broken part which indicates the device was grinded. It can be assumed that the customer tried to fix the instrument. Some corrosion marks are visible and the device is slightly deformed (bent) on one side. It cannot be excluded that this device was used several times. Please note that the current op tech reads: stryker osteosynthesis typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Based on investigation results, this case could be classified as use related.